Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The reporter advised ventec that there were no further details about the patient or the event available.

Manufacturer narrative:
H6: ventec performed an initial evaluation of the device, but continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr

Manufacturer narrative:
H6: ventec downloaded the device's electronic logs and observed data which confirmed that the device did shut down unexpectedly, as reported, during the event. Further evaluation of the device's logs revealed that the device had been removed from an external power source and run on battery power until each external battery depleted, as week as its internal battery which depleted thereafter. The logs also indicated that prior to the unexpected shut down the device also provided an internal battery low alarm, as well as internal battery critically low alarm. Despite the alarms, there was no external power applied to the system (such as ac power). The vocsn clinical and technical manual advises the following (p.22): "vocsn operates using external power (such as a wall outlet), or vocsn batteries. Ventec life systems recommends connecting vocsn to a continuous external power source whenever possible. During transport, ventec life systems recommends the use of external power or the removable batteries. Use the internal (non-removable) battery in case of power failure or power transition only." Ventec charged the device's internal and external batteries and performed and evaluation of the device. Proper device operation was observed through functional and performance testing. The investigation determined that it's reasonable to conclude that the root cause of the reported issue was user error.